Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-pacemaker dependent patient's right atrial lead had exhibited two low and out-of-range impedance readings over the past 6 months. The lead also exhibited episodes of noise. On (B)(6) 2019 the patient was seen in clinic and the lead exhibited under-sensing and loss of capture. The possibility of a lead revision was discussed. The patient was stable.

Event description:
New information received on (B)(4) 2019 indicates that the patient¿s lead was capped and replaced with an epicardial lead during an unrelated procedure on (B)(6) 2019. The patient was stable.